Event description:
On 2/7/93, while discarding a used safety shield syringe, an rn employee was stuck in the r index finger by the exposed needle. The rn sustained a 1/4 inch puncture would. The rn stated, "the needle protector slipped down - needle stick occurred." Rn was evaluated by hospital md that day and followed up at hospital clinic 2/9/93. Investigation revealed that the safety shield on that needle and on 19 other used syringes had not been deployed correctly. All users of the 20 syringes had received instruction in the proper use of the safety shield mechanism with manufacturer's instructions and were believed to be proficient in the use of the mechanism. Additional training has been instituteddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, performance tests performed, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: device evaluated and alleged failure could not be duplicated, user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device use continued with restrictions/limitations, user education provided, inserviced by manufacturer/distributor representative, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.